Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified distal radius surgical procedure, it was observed that the components on the torque limiting attachment device twisted and began to separate. According to the report, the event occurred while removing a screw. It was further reported that the components of the device were twisted back to their original position, but the issue was replicated when torque was reapplied to the device. There were no reports of a delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. There weren't any adverse effects and no incident reports were filed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.